Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead exhibited oversensing. During a routine device change out, an insulation anomaly was noted on the lead. The physician fixed the insulation anomaly and the lead remained implanted.